Manufacturer narrative:
Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation: the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated her mother received discrepant inr results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 6.4 inr. At an unknown time, a sample from the patient was tested using the meter, resulting with a value of 6.0 inr. The patient's doctor was notified of the meter result and the doctor requested the patient go to the clinic for laboratory testing. One hour after the meter measurement, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.0 inr. The patient's therapeutic range is 1.8 - 2.5 inr.